Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for provided material number 309653 and lot number 9337479. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, sixteen samples and one photo were received for evaluation by our quality team. Of the sixteen, fifteen samples are 35ml, do not have a packaging blister, have a plunger rod that is gray is color and have printed on them "monoject". They don't have the bd logo printed on any of them. These syringes are not produced by this site, or by bd, and the origin of these fifteen samples is unknown. Additionally one 30ml syringe was received, but no 50ml syringes. One photo was provided that shows a syringe barrel. From the photo it is not clear what the defect is. No issue was observed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause is unknown. The source of the samples received (15) is unknown. One sample of 30ml came contaminated that we can do any additional testing other than the visual inspection performed. Sample will be disposed accordingly. One photo was provided. It shows a syringe barrel. From the photo it is not clear what the problem is, the barrel flange looks ok.

Event description:
It was reported that 15 bd 60ml syringes luer-lok¿ tips experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: customer reported - faulty syringes x15.